Manufacturer narrative:
Product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3777-75, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no feeling in his left arm and that it had been like this for a long time. It was unclear if the patient's implantable neurostimulator (ins) contributed or caused this event. It was noted that the patient broke his back at the age of 19 and that they had arthritis in their spine. It was also reported that the patient's x-rays were "blatantly misread to provide care". Additional information was requested but was not available at the time of this report.